Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing persistent thoracic pain after the implant procedure. The physician was aware of the issue, and was monitoring the patient. Follow-up identified the patient's scs system was explanted and the patient is doing well.